Manufacturer narrative:
See MFR: 3012307300-2017-01981 and 3012307300-2017-01983.

Event description:
It was reported that a patient received an occlusion alarm while using a cleo® 90 infusion set. The occlusion alarm occurred shortly after delivering a bolus. Blood glucose reading at the time of this event was 496 mg/dl. The patient had the tubing wound around the pump tightly, which may have caused the occlusion. The patient changed out the infusion set and successfully resumed insulin therapy via pump. Patient did not experience any other adverse health outcomes.